Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer, a user of the adc freestyle libre sensor, reported "a couple of months ago, I switched to the 14 day sensors instead of the 10 day. Today, it was time to remove the sensor from my arm and to attach a new one. It took 20 mins with alcohol on q-tips and alcohol wipes to pry the sensor off. Usually this takes 2-5 mins. The removed sensors appearance shocked me. It looked grimy underneath and had blood in the very middle. I took photos. My arm is welted up and inflamed where it was removed and could be infected. I thoroughly cleaned the area and treated it with anti-bacterial ointment but I do not know how many days of the 14 it was affixed to know if this is immune system." There was no report of third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.